Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/27/2014 with the following findings: no defect was found. The last basal delivery was on (B)(6) 2014 @8:39pm, tdd add up and equal the daily basal rate. The pump powers ¿on¿ and displays ¿verify¿ screen, the keypad is fully functional. The pump passes ¿ez-prime¿ operation and correctly displays ¿be sure set is disconnected from your body¿ before each prime operation. The pump reflected 24u after a 24hr on 1u/hr duration test. The product performs within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) of 30mg/dl was unresponsive for over 10 minutes. Emergency services were called and the patient was treated with glucagon injections, food and drink. Trouble shooting with customer technical support (cts) did not reveal any delivery issues, but the patient discontinued pump therapy. This complaint is being reported because the patient experienced hypoglycemia and the pump cannot be ruled out as causing/contributing to the hypoglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.